Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, it was noted that a "set screw at the top of the construct had disengaged from the pedicle screw and that several set screws were noted as loose. The patient suffers from epilepsy and has epileptic episodes. It was reported that the patient had a suspected partial paralysis. Patient became unconscious after getting out of bed and had pain in the high thoracic area. X-rays were taken but no failure was seen. Patient was hospitalized and became stable. Patient was sent home and suffered from unconscious periods and more thoracic pain. Patient also suffers mental problems. There was leg pain and loss of power in the legs. Patient had walking difficulties and stiffness of muscles. A revision was done to replace the disengaged set screw and tighten the loose ones. Post-op, neurological issues and leg strength improved." No further information is known at this time.

Manufacturer narrative:
(B)(6). (B)(4). The devices were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show multiple ap and lateral x-rays that are very small and loosening of set screws is not apparent. Construct extends from about t2 to l1. No conclusive outcome can be determined from the images.